Event description:
A customer reported receiving a minimum fill notification while attempting to load a new cartridge. There was no reported impact on the customer¿s blood glucose level because the caller declined to provide specific information. An attempt was made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.